Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat pain and swelling secondary to osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee I & d with insert revision to treat wound drainage secondary to staph epidermidis. Upon entering the joint, the surgeon identified chronic inflammation. Synovitis and scar tissue were excised. A thorough debridement was performed, and the insert was exchanged. Competitor antibiotic pellets were placed. The patient was revised with a depuy insert. The procedure was completed without complications. The patient received 6 weeks of IV antibiotic treatment. Patient received a right knee revision to treat pain and swelling secondary to loosening of the tibial tray. Upon entering the joint, effusion was evacuated. The tibial tray was grossly loosened and debonded at the cement to implant interface and revised. There was no reported product problem with the revised tibial insert. The patella and femoral component were retained. The patient was revised with unknown products. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2016 (insert). Dor: (B)(6) 2020 (insert and tibial tray).